Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Within the course of six months, the battery longevity decreased from two years to nine months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This pacemaker remains in-service and this investigation will be updated when further information is provided. No adverse patient effects were reported.